Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested, but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00599001401, femoral component precoat size d left, lot#: 61440504. 00597206532, all poly petella standard cemented size 32 mm dia 8.5 mm thickness lot#: 61437313. 00591604001, fluted stem mob prct plt sz 4, lot#: 61105715.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, approximately 12 years, 2 months post procedure the patient was revised for instability. The articular surface was replaced. There were no extenuating contributing factors other than ligament loosening. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or no photographs were provided; visual and dimensional evaluations could not be performed. Review of device history records identified no deviations or anomalies during manufacturing. -no compatibility issues were seen. Review of complaint history found no additional related issues for this item and the reported part and lot combination. No medical records were provided. X-ray review by third party hcp states possible early loosening of the femoral component and significant femoral notching. Small joint effusion was present. However, the femoral remains implanted as there was no issue reported with it during revision. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.